Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's husband reported that the user ate a mr. Goodbar, causing bg to exceed 500 mg/dl. The user was taken to the hospital, where the ilet was removed. The hospital controlled bg with IV fluids and insulin. The user was admitted from (B)(6) 2025 and later reconnected the ilet on (B)(6) 2025.